Manufacturer narrative:
Three spiration valves (model information unknown at time of report) were placed in the patient. A total of three event reports were filed separately, one report for each device. This is the first of three reports. Device not returned to manufacturer.

Event description:
On (B)(6) 2020, patient underwent blvr procedure. Three (3) spiration endobronchial valves were placed in patient¿s lungs. Immediately upon intubation, patient experienced excess dynamic airway collapse suggestive of potential respiratory failure. Upon extubation, patient¿s arterial blood gases showed hypercapnic respiratory failure. Patient hospital stay was extended (22 days) in which his condition progressively deteriorated, ultimately resulting in death.